Manufacturer narrative:
Update to section d4 - primary UDI number from (B)(4).

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for one patient. The following results were provided: (B)(6) 2024, sid (B)(6), initial result= 150.9 ng/l; repeat result < 5 ng/l. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for one patient. The following results were provided: on (B)(6) 2024, sid (B)(6), initial result= 150.9 ng/l; repeat result < 5 ng/l . There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The search for similar complaints for lot 65652ud00 did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any related trend regarding commonalities for lot number 65652ud00 and issue. A device history record review did not identify any non-conformances, potential non-conformances or deviations associated with the lot number 65652ud00 and complaint issue. The overall performance of alinity I stat high sensitive troponin-I assay in the field was reviewed using data from customers worldwide. Review shows that the median of the patient results obtained for the complaint lot is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I assay lot 65652ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for one patient. The following results were provided: (B)(6) 2024, sid (B)(6), initial result= 150.9 ng/l; repeat result < 5 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product list 08p13, that has a similar us product distributed in the us, list 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.